Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a driveline disconnect alarm associated with low speed and low flow alarms. The patient denied that his driveline was disconnected. The patient had a previous clamshell repair and also a small tear in the silicone of his driveline. The driveline was manipulated in clinic without any alarms. The patient was not symptomatic. The log file submitted to the manufacturer for review contained driveline disconnect, pump off, and low flow alarms that occurred while the patient was connected to battery power. The tear in the driveline was going to be secured with tape and the system controller was exchanged.

Manufacturer narrative:
A review of the submitted log file captured the reported driveline disconnect events accompanied by low speed and low flow alarms. On (B)(6) 2014, a driveline disconnect alarm was active along with low speed, low flow and pump stop alarms. On (B)(6) 2014 multiple intermittent pump stops, driveline disconnect, low speed and low flow alarms were active. The system controller operated the pump at the fixed speed for the remainder of the log file. The specific cause for the atypical events captured in the log file was unable to be determined. A review of the device history records revealed that the device met manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: information received from the customer clarified that the system controller is still being used by the patient. The system controller was never exchanged.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.